Event description:
It was reported that the coating had peeled. An amplatz super stiff guidewire was selected for use in a colonic stent implantation. During implantation of a colonic stent, the stent would not slide over the amplatz super stiff guidewire. A new amplatz super stiff was selected for use, but the same issue occurred. Upon closer inspection of the two amplatz super stiff guidewires, it appeared that the coating had peeled off. A third amplatz super stiff guidewire was used, which had a different batch number, and the procedure was successfully completed. There were no patient complications as a result of the event.